Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service repair technician identified a foreign object in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the presence of foreign material in the device could not be conclusively determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the device's field performance.